Event description:
It was reported that: "(B)(6) 2024, the dilator tip was found damaged during used on the patient."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction to section d.4: UDI was updated from (B)(4) to (B)(4) to include the full UDI. The customer provided one image for analysis. Signs-of-use were observed on the dilator surface. No obvious defects or anomalies were observed. The customer returned one, opened hemodialysis kit for analysis. Signs-of-use in the form of biological material were observed on the dilator surface and inside the dilator body, which is an indicator that the sample was used. The guide wire from the kit was not returned. Visual analysis revealed that the dilator tip was partially flattened. Microscopic examination confirmed the damage and revealed white stress marks around the damage, which indicates a stress related incident. The dilator length from the hub to the distal tip measured 5 7/16", which is within the specification per the dilator product drawing. The outer diameter of the dilator body measured to be 3.98mm, which is within specifications per extrusion product drawing. The inner diameter at the proximal end measured 1.4224mm (0.056"), which is within the specification per the extrusion product drawing. A lab inventory guide wire with a diameter of .035" was passed through the hub-end of the dilator. The dilator could not be inserted through the tip-end due to the damage. When the guide wire exited the distal tip, large quantities of biological material were observed exiting the dilator. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The manufacturing and packaging facilities were contacted as part of this complaint investigation. They indicated that dilators of this types are inspected for such damage. The dilator product drawing and the dil ator extrusion product drawing were reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the tip was flattened. White stress marks were also visible. Despite the damage, the dilator met all relevant dimensional requirements. A device history record review was performed, and two relevant findings were identified. Two non-conformances were initiated to address the issue of 'dilator tip damage-found during use'. Based on these findings, the customer report, and the sample received, this failure needs to be further investigated by the manufacturer. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the dilator tip was found damaged during used on the patient."